Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the homechoice cassette and heater bag. The cause of the loose connection could not be determined, renal therapy services (rts) advised the caregiver to disconnect the patient and assisted with removing the cassette. The caregiver would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.